Manufacturer narrative:
The sample was lithium heparin tube and centrifuged for 3 or 5 minutes. Qc data were not provided. A bci field service engineer (fse) performed the followings: replaced substrate probe and aspirate probes. Cleaned incubator track and wheel. Performed alignments. Ran system check and lumwash son/inc testing and all results met specifications. Fse did not note any instrument issues. Fse verified repair per established procedures and results met published performance specifications. A clear root cause was not determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving accutni results above the acute myocardial infarction (ami) cut-off on one patient sample generated by the unicel dxc 600i synchron access2 clinical system. The result was not reported out of the laboratory. The sample was re-spun and repeated on an alternate unit and result within the normal reference ranges was obtained. The customer did not report affect to the patient or user attributed or connected to this event.